Event description:
Gunshot wound victim undergoing thoracic and vasular surgery. Narkomed ii anesthesia machine in use. Difficulty with ventilaion developed. Peep valve placed on inspiratory limb of the breathing circle. Inability to ventilate resulted in hypoxia. Postoperative ICU therapy included cerebral resuscitationdevice not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jun-91. Service provided by: independent service organization. Service records available.imminent hazard to public health claimed. Device not used as labeled/indended.device was evaluated after the event. Method of evaluation: mechanical tests performed, performance tests performed, visual examination. Results of evaluation: design - human factors, misapplication of device, unanticipated short term complication of procedure, valve - peep. Conclusion: user error caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device use continued with restrictions/limitations, user education provided. Invalid data - on device destroyed/disposed of status.